Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and found the system wouldn¿t reboot; the system won¿t connect to each other, also the system was not connected to prs for logging and requested onsite support. The philips field service engineer (fse) checked the system logfiles onsite and found many errors from host pc, also found the host pc was not booting up and locked up. To resolve the issue, the fse replaced the host pc, configured software and replaced hdd and loaded a new license file. The defective part was sent for analysis, for host pc malfunction was observed and the failed component was found to be failed bmc/motherboard. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.